Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was in the 300's mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.